Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered and delivered a bolus of 20 units due to user error. At the time of the reported event, the bolus had completed delivery and was reflected in the insulin on board (iob- active insulin in the body). Blood glucose was in the 300's (mg/dl), and the customer declined follow-up from tandem technical support.